Event description:
Account alleged that they are having a problem with the bed not sending a nurse call to the nurse's station when the pt position module alarms at the bed. Account stated that there were no injuries.

Manufacturer narrative:
Account did not want any troubleshooting assistance. No further info is available on the repair of this bed at this time.